Event description:
A malfunction was reported on a pump. There was no adverse impact to the customer¿s blood glucose level. Customer was provided with pump reset information and assisted in resetting the pump, after which the malfunction did not recur. Customer was advised to continue using the pump and to call back if the issue recurred.